Event description:
It was reported that the patient was hospitalized due to bradycardia. The pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.